Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood in the terminal pin opening. The observed dried blood obstructed the lead lumen and did not allow for the passage of a guidewire. Once the dried blood was broken up, a guidewire passed through the lead without issue. No other blockages were noted in the lead lumen. Laboratory analysis confirmed the reported clinical observation of guidewire insertion difficulty.

Event description:
It was reported that this lead was an attempted implant. After some time had passed trying to place the lead, the guidewire could not longer move within the lead lumen and was difficult to remove from the lead after it was withdrawn from the patient. The lead was flushed with heparin causing blood to come out of the lead. The physician attempted to place the lead once more but encountered difficulty inserting a new guidewire. Suspecting the lead lumen had become damaged, the lead was removed and an alternate was implanted without issue. No adverse patient effects were reported.